Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. There wasn't any evidence of the reported issue found in the event log. The reported problem was verified during the functional check. The device did not power up and there was contamination in the downstream occlusion seal bubble. The root cause for reported issue was a faulty microprocessor board. The microprocessor board was replaced.

Event description:
It was reported that power issue, bubble downstream occlusion seal. No patient injury was reported.